Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. No rewind anomaly was noted. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 172 mg/dl. The customer stated that there was a low reservoir but there was plenty of insulin in it. The customer was unable to exit the "preparing to prime" loop. The customer stated that the rewind message occurred right after the alarm. The customer stated that the second series of beeps nor numbers did not appear on the screen. The customer will be sent a replacement pump.